Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain after the trial procedure was performed. The patient underwent an early lead pull.